Event description:
It was reported that the nc trek balloon dilatation catheter (bdc) was used in a procedure; however, the balloon failed to deflate. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported failure to deflate. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4- the UDI number is not known as the catalogue and lot number were not provided.